Manufacturer narrative:
(B)(4). The voluntary user medwatch number is mw5087983. The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted during a procedure performed on (B)(6) 2016. According to the complainant, the patient immediately experienced rashes after the implantation followed by urinary tract infections (uti) and pain. Subsequently, removal of ovary and explantation of mesh was done due to pain and auto-immune response.